Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several shocks to the patient during different arrythmias, some appropriates and other inappropriate due to a non-sustained rhythm and oversensing. Some of the therapy shocks were not effective to divert the fast ventricular rhythm but rather accelerated to ventricular fibrillation (vf). The system exhibited high shock impedances out of range due to the physiologic changes of the patient (loss and gain of weight). The system placement was evaluated by x-ray and the physician decided to explant the device and replaced it with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several shocks to the patient during different arrythmias, some appropriates and other inappropriate due to a non-sustained rhythm and oversensing. Some of the therapy shocks were not effective to divert the fast ventricular rhythm but rather accelerated to ventricular fibrillation (vf). The system exhibited high shock impedances out of range due to the physiologic changes of the patient (loss and gain of weight). The system placement was evaluated by x-ray and the physician decided to explant the device and replaced it with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: code e060110 added. Field h6.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several shocks to the patient during different arrythmias, some appropriates and other inappropriate due to a non-sustained rhythm and oversensing. Some of the therapy shocks were not effective to divert the fast ventricular rhythm but rather accelerated to ventricular fibrillation (vf). The system exhibited high shock impedances out of range due to the physiologic changes of the patient (loss and gain of weight). The system placement is going to be evaluate by x-ray and the physician is going to decide about reposition to maintain lower impedance and a better shock vector. This electrode remains in service. No additional adverse patient effects were reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.